Event description:
Atrial undersensing of atrial arrhythmia. Reviewed p wave lead trend with her and discussed notable decrease in p wave since (B)(6) 2022. Stated atrial undersensing was first noted on (B)(6) 2021 and atrial sensitivity was changed from .45mv to .30mv. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).